Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed (cleaning the gold contacts with an alcohol wipe and drying them.). The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had an intermittent b30 error and a snowy image. The event occurred during an unspecified procedure. The procedure was completed with an olympus backup device. There were no reports of patient harm.